Event description:
When disposable suction irrigator taken off fluid spilled dark fluid and when taken apart one battery was found to have leaked. Discovered at end of laparoscopic cholecystectomy procedure. No injury to pt.